Event description:
It has been reported that the cement was crumbly after mixing, not as smooth as usual. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was not returned but a lab analysis on a same batch and reference was performed. The product analysis shows that the cement was conform with the specifications. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Only one complaint has been recorded on optipac 40 refobacin bone cement r-3, reference 4710500394-3, over the batch az05ak2205. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer as it has been discarded. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement was crumbly after mixing, not as smooth as usual. No adverse events have been reported as a result of the malfunction.